Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID neu_unknown_cath, product type catheter.

Event description:
Information was received from a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable infusion pump for non-malignant pain. The patient reported that their catheter pulled out and they "know what withdrawal is." It was reported the issue was taken care of right away. No further complications were anticipated/reported.